Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A consumer reported that after he had a toric intraocular lens (iol) implanted, it had to be repositioned. He indicated that the repositioning procedure did not eliminate residual astigmatism and his vision is 20/35. His doctor suggested a toric contact lens correction, which he is currently wearing. Additional information was requested.